Event description:
It was reported that the cartridge was damaged at the canister. Interrupting insulin delivery. Customer loaded a new cartridge to address the issue. It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. A correction injection was delivered to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.